Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 130 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is approximately 1 week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer received a reading of 417 mg/dl last night before bed and 315 mg/dl this morning but felt no symptoms of hyperglycemia, as his normal range is usually between 130-200 mg/dl and states he feels sweaty when it becomes higher than 200 mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strip had poor storage

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 130 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is approximately 1 week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer received a reading of 417 mg/dl last night before bed and 315 mg/dl this morning but felt no symptoms of hyperglycemia, as his normal range is usually between 130-200 mg/dl and states he feels sweaty when it becomes higher than 200 mg/dl.